Event description:
A customer contacted beckman coulter regarding falsely low results for cup chemistries that were generated by the synchron lx20 instrument. Based on available info, the issue affected only the first cup chemistry run for each sample. The chemistries that could be affected are: albm, phosm, glucm, tpm, bunm, and crem, depending on panel requested. The results for these chemistries could be below the reference ranges. An example of results obtained in this event: phosm results obtained from synchron lx20 was 0.9 mg/dl. Phosm result was 3.4 mg/dl when repeated on another instrument in the customer's lab. The customer indicated that all affected samples were re-tested. No add'l info regarding this event was provided by the customer. Unknow if pt treatment was initiated or withheld in this event.